Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer addressed the issue by changing the cartridge and resuming insulin therapy.